Event description:
It was reported that during an ion endoluminal lung biopsy procedure for a lesion right on the pleura, a patient experienced a pneumothorax requiring a chest tube and hospitalization. The pneumothorax was identified during the procedure via fluoroscopy and confirmed post procedure via ultrasound. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.